Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to a patient via lp-shunt on (B)(6) 2017 with the setting of 7. The patient¿s condition was obviously improved on the next day of the surgery. Then, the surgeon found the valve was flipped upside down on (B)(6) 2017, so that the surgeon grasped the skin and got the valve back to the correct position, and changed the pressure setting to 6. After that (date is unknown), the surgeon found that the valve was flipped upside down again, and was not able to change the pressure setting. The surgery was performed under local anesthesia to get the valve back to correct position on (B)(6) 2017, however, the pressure setting change was unable, again. The surgeon checked the shunt flow under angiography on (B)(6), and found there was no problem with the shunt flow, and the valve was in correct position. The patient¿s condition was got worse on (B)(6), so that the revision surgery was performed under local anesthesia, and it was completed successfully the patient¿s condition was stable as of (B)(6) 2017. The patient is female and (B)(6) years old, and she is obese. After the revision surgery, the surgeon confirmed the explanted valve, which was broken during removing from the patient¿s body, could be changed the pressure setting. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected the silicone housing was damaged and the siphon guard was detached from the valve, a clear liquid was also noted inside the valve. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve could not be leak tested due to the damage silicone housing. The valve was not reflux tested due to the damage silicone housing. The siphon guard could not be tested due to the damage silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8806, with lot cvkcbf, conformed to the specifications when released to stock on the 12th september 2016. The root cause for the damage silicone housing and the detached siphon guard was due to the removal of the valve as noted in the complaint description. The root cause for the valve turning over inside the patient, could be due to the non-suturing of the valve when implanted, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.